Event description:
The account stated that the bed exit is not alarming.

Manufacturer narrative:
The technician isolated the issue to the bed exit switches. He replaced the bed exit switches to repair the bed.